Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: the balloon lost pressure as the procedural sheath met the arterial wall. Manual pressure was held for 15 minutes without issue. Hemostasis was achieved. The patient was not hospitalized. In the physician's opinion, the event/issue was mynx related because the balloon lost pressure. Procedure type: diagnostic coronary stick location: common femoral artery vessel type: arterial.